Manufacturer narrative:
Procedure was performed by the customer when the issue occurred and procedure was completed as planned by tube change and the patient was positioned without any movement of the table. The philips field service engineer (fse) inspected the system on site and confirmed that the control module had a damaged wire, which hindered the system's ability to perform a 3d spin. Upon troubleshooting, fse found that table side control cable was disconnected; 4a fuse was blown which was attributed to shorted wires resulting from the cable being pulled out. To resolve this issue, fse replaced the fuse and table side control module. The defective component was returned to philips for analysis and found the failure in power cable and cable was non repairable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the control module had a damaged wire preventing the system from being able to do 3d spins. The system was in clinical use at the time of the reported event and the procedure was completed without using 3d. There was no reported patient or user harm. Philips has started an investigation of this complaint.